Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17454909m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) are related to the same incident. (B)(4) event description continuation: the impedance, temperature and irrigation issues were assessed as not reportable. With the available information, there is no information that would indicate that any of the limiter values were exceeded for temperature or impedance. The low irrigation is highly detectable by the physician. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The coagulum has been assessed as a reportable malfunction as coagulum has poor adherence to catheters and transseptal sheaths. It could be a potential source of embolism. Additional clarification was requested to determine on which catheter the clot was observed. However, no clarification has been received. Therefore, we are taking a conservative approach and reporting this event under both the smart touch bidirectional catheter¿s .

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and coagulum was found on the tip of the catheter. During the left pulmonary vein isolation, the impedance rose from 140ohms to 160ohms. The subsequent ablation stopped due to the temperature increased from 40 degree celsius to 43 degree celsius and the impedance increased gradually to 200 ohms. The generator was set to power control mode. However, the generator temperature and impedance settings were not known. There were no error messages reported by the biosense webster systems. It is not known if an anticoagulant or saline solution was being used. The catheter was removed from the patient's body and coagulum was observed on the tip of the catheter. The catheter was flushed. The saline did not come out properly. After flushing was continued, the saline came out from the 6 irrigation holes. The catheter was changed and the procedure continued. However, there were frequent temperature issues. The ablation was conducted for the cavotricuspid ishmus (cti) with a competitor's system after the left pvi. The procedure was completed successfully. After the procedure, the catheters were checked with the pump. The high flow (30ml/min) was conducted from the tip of the catheter and three-way stopcock, and it was confirmed that the flow was cordoned. The saline did not come out from the 6 holes at first, but then gradually came out. The pump was replaced.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and coagulum was found on the tip of the catheter. During the left pulmonary vein isolation, the impedance rose from 140ohms to 160ohms. The subsequent ablation stopped due to the temperature increased from 40 degree celsius to 43 degree celsius and the impedance increased gradually to 200 ohms. The generator was set to power control mode. However, the generator temperature and impedance settings were not known. There were no error messages reported by the biosense webster systems. It is not known if an anticoagulant or saline solution was being used. The catheter was removed from the patient¿s body and coagulum was observed on the tip of the catheter. The catheter was flushed. The saline did not come out properly. After flushing was continued, the saline came out from the 6 irrigation holes. The catheter was changed and the procedure continued. However, there were frequent temperature issues. The ablation was conducted for the cavotricuspid ishmus (cti) with a competitor's system after the left pvi. The procedure was completed successfully. After the procedure, the catheters were checked with the pump. The high flow (30ml/min) was conducted from the tip of the catheter and three-way stopcock, and it was confirmed that the flow was cordoned. The saline did not come out from the 6 holes at first, but then gradually came out. The pump was replaced. The returned device was visually inspected upon receipt and reddish material was observed at the catheter tip. Small samples were collected and sent; however during the second visual inspection the sample container appears empty. The samples might have gotten lost due to its size. The catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding clot has been verified since the reddish material observed might be related to this issue. The root cause of the clot, impedance, temperature and occlusion issue remains unknown. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes since the catheter passed all the tests performed.